Event description:
It was reported that a catheter issue occurred resulting in additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. After placement of a megatron stent, the opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination. The struts and catheter got stuck together, making removal of the opticross impossible. The shaft was cut, a 25-gauge guidewire inserted, and the opticross was successfully retrieved. There was no damage or migration of the megatron stent. There were no patient complications.